Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial under-sensing causing atrial pacing was noted during atrial tachycardia/atrial fibrillation (at/af) and classified termination of ongoing at/af. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.